Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a dissecting thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt2810/7312149 and tgt2815/7703264). Prior to the implant of endoprostheses, a right common carotid-left common carotid-left subclavian artery bypass procedure was performed to maintain blood flow to the branch vessels of the aortic arch. The physician then prepared a conduit on the left external iliac artery and two endoprostheses were inserted and deployed through the conduit. Intra-procedure imaging revealed a type ii endoleak originating from the left subclavian artery, and a wait-and-watch approach was taken to the endoleak. On (B)(6) 2010, the patient was discharged from the hospital. The type ii endoleak remained and aneurysm diameter was 61 mm. In three follow-up studies, the type ii endoleak still remained and aneurysm diameter had enlarged to 65 mm. On (B)(6) 2012, the left subclavian artery was coil-embolized to treat the type ii endoleak. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 68 mm. The endoleak was resolved. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter was 67 mm. No endoleaks were identified.